Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and successfully cleared malfunction, after which issue did not recur, and customer was advised to continue using pump and to call back if malfunction returned.